Event description:
Patient was maintained on the servo-u ventilator. On (B)(6) 2021 the respiratory therapist was doing an assessment and providing care. The ventilator was placed in standby mode at 8:32 and was turned back on at 8:55. FDA safety report ID# (B)(4).